Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is dissatisfied with their visual outcome 6 months post-implant. Allegedly, the surgeon believes the lens is "defective" and was planning to remove and replace the lens with another lens of the same model and diopter. However, the patient canceled the explant surgery to get a second opinion. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.